Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the battery in the implantable neurostimulator (ins) was depleting faster than calculated; the ins would display 40% then drop to 0%. The displayed message would say to recharge the stimulator. The rep reported that they decoupled the remote and turned the remote into tech mode, re-paired the device, and had patient perform a recharge for 40 minutes while in the clinic. Rep reports the patient has not reported the occurrence again; at this point the system is working without another reported instance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was rep said patient reported device turning off intermittently, patient gets recharger error to and for her to call mdt, finally patient would have implant battery drop from (B)(6) within 24 hours. Rep said when he initially interrogated the implant it was at 40%, but now it's at 0%. Issue started 6-8 months ago. Technical services(ts) had rep look at the usage data and he showed therapy not available on the 28th and the 5th, which corresponds with the dates that patient said therapy turned off. Ts reviewed with rep that unless error message is chronic, there is not a general reason for concern as long as patient is able to use system as normal. Rep to send in mdt file so that it can be forwarded to engineers to take a look on why the battery depletes so quickly at times. Impedance check showed range of 680-1030 ohms. The issue was not resolved through troubleshooting. Additional info received indicated that energy check showed average usage should last 10 days.